Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required d4: model number/catalog number 72400025, serial number (B)(4), batch/lot number 891967008, model/catalog description: balloon fgs 71-80 cm. Model number/catalog number 72404127, serial number (B)(4) batch/lot number915566016. Model/catalog description control pump fgs iz.. 10617412 fluid loss was reported. The ams800 control pump was visually inspected. The pump was not functionally tested due to occlusive cuff leak. 1055345 fluid loss was reported. The ams800 occlusive cuff was visually inspected. There was a leak in the occlusive cuff shell that was the result of wear at a fold. 10617420 balloon not returned pi updated and closed.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as it would not cycle due to fluid loss. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. No complications were and the patient was reported to be in good condition. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Model number/catalog number: 72400025, serial number: (B)(4), batch/lot number: 891967008, model/catalog description balloon fgs 71-80 cm. Model number/catalog number: 72404127, serial number (B)(4), batch/lot number: 915566016, model/catalog description control pump fgs iz.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as it would not cycle due to fluid loss. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. No complications were and the patient was reported to be in good condition. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.